Event description:
Patient receiving first round of flofox through pump. One day after administration, patient found unresponsive in home. Squad transported to ed in cardiac arrest. Unable to resuscitate. Patient expired. Wife concerned chemotherapy killed patient. Dose calculation of flofox 94 mls. When pump received and turned off, it was at the same time patient would have returned to have pump discontinued and removed. Pump registered 92.90 used with 3.9ml in the reservoir. Pump removed the day before at the time of the arrest. Patient would have received approximately half (47 ml) of the 94 ml dose according to calculations and run time.